Manufacturer narrative:
The device was returned to the clinical service center for evaluation and underwent a comprehensive functional inspection and performance verification. All testing was performed in accordance with established service and test procedures. The intial investigation found that device met all specifications upon arrival. A review of the device log file confirmed the reported event. The log indicated that the device displayed an inaccurate nitric oxide (no) reading following the reported ventilator exchange. Minor usage issues were also identified during the review. The investigation determined that the root cause of the event was an intermittent malfunction of the nitric oxide (no) sensor. The device was repaired by replacing the no sensor. Following repair, the device was tested and confirmed to meet all manufacturer specifications prior to release. A review of complaint data for this type of event indicated that the occurrence rate remains within established control limits. Based on the findings of this investigation, no further action is warranted at this time.

Event description:
(E1) reported that while delivering inhaled nitric oxide (ino) therapy to a neonatal patient using the (d4) device, the delivered dose exceeded the target setting. According to the report, the patient was initially ventilated using a high-frequency oscillatory ventilator (hfov) and was later transitioned to a conventional ventilator. Following the transition, the monitored nitric oxide concentration increased to approximately 40 ppm while the target dose remained set at 20 ppm. The affected device was subsequently exchanged with a backup unit, after which dose delivery stabilized and returned to within acceptable limits. No adverse effects to the patient were reported. After being replaced, the affected device was powered off and back on, at which time a "sensor bias lost" alarm was displayed. Ventilator mode and settings: servo-u ac pressure control rr 40, peep 10, ps 10.